Event description:
The es6 sternum saw was sent for service and during failure analysis that the device caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation.

Event description:
The es6 sternum saw was sent for service and during failure analysis that the device caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation.

Manufacturer narrative:
The service technician determined that the pcb potted trigger failed, which was identified as the primary fault found and likely root cause of the reported event. According to a review of previous investigations and risk documentation, a failure of the pcb potted trigger assembly can cause issues with device functionality.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.